Manufacturer narrative:
Concomitant medical products: product ID 3550-29, serial# unknown, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was an erosion and expulsion of the patient¿s spinal cord battery. The ins was removed on (B)(6) 2017 and the patient recovered without sequela. The ins was not replaced but was returned and received by analysis on (B)(6) 2018. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the hcp. They reported that about two months prior to the explant the patient and the patient's wife noticed the skin that was overlying the ins site was red, inflamed and irritated. The skin eventually opened up. No further information was provided. No further complications were reported or anticipated.

Manufacturer narrative:
The implantable neurostimulator (B)(4) was returned. Analysis was not done; there was a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.